Manufacturer narrative:
H3: a marksman catheter and pipeline flex embolization device were returned for analysis. Upon visual inspection, no damages were found with the marksman hub or distal tip; however, the pipeline flex braid was found stuck within the hub. No bends or kinks were found with the marksman catheter body. No damages were found with the distal tip. The marksman total length was measured to be ~159.2cm (reference: 157.0cm). The marksman useable length was measured to be ~151.5cm which is within specification (specification: 150.0cm ± 3cm). In order to remove the pipeline flex braid from the marksman catheter a mandrel was inserted into the distal tip of the catheter, and the braid was then able to be removed. The marksman micro catheter was then used for resistance testing with an in-house 0.026in mandrel. The mandrel was inserted into the hub and exited the distal tip without issue. The pipeline flex braid was found within the hub of the markman catheter. No bends or kinks were found with the pipeline flex pushwire. The hypotube was found to be st retched and the ptfe pulled back. The distal portion of the pipeline flex delivery system was found to be intact with no damage (proximal pad restraint, re-sheathing pad, re-sheathing marker, and tip coil). The re-sheathing pad appeared to be damaged and the dps sleeves were found to be missing. In order to remove the pipeline flex braid from the marksman catheter a mandrel was inserted into the distal tip of the catheter, and the braid was then able to be removed. The proximal braid end was found to be collapsed and frayed. The distal braid end was found to be opened and frayed. Based on the analysis findings, the customer¿s report of ¿resistance in catheter hub¿ and ¿catheter resistance at hub¿ were confirmed as the marksman catheter hub was returned with the pipeline flex braid stuck within. It is possible that the tortuosity of patient anatomy, introducer sheath did not sit securely inside hub, user does not maintain a continuous flush, or user pulls back on/torques wire during insertion may have contributed to the reported issue. There was no device malfunction or non-conformance to specifications identified that led to the resistance during delivery. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ancillary devices were delivered followed by the pipeline stent. When attempting to release the stent, the system collapsed. The physician opted to recapture the device for new positioning, and during the withdrawal of the pipeline, it became stuck in the microcatheter hub. A second microcatheter sniper was introduced with a micro guide, and the procedure was performed with a second pipeline and microcatheter successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a large saccular aneurysm. The vessel tortuosity was unknown, and dual antiplatelet therapy (dapt) was administered. Ancillary devices include a 90cm long sheath, navien 6f x 115cm, marksman microcatheter. Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the platelet reactivity units (pru) level was unknown. Post-procedure angiographic results were satisfactory. When asked to clarify the collapse of the system, it was reported this meant the downward displacement of the microcatheter and stent. There was no damage observed to the pipeline or catheter.